Event description:
A surgeon reported that two days following uncomplicated implantation of an intraocular lens (iol), the pt developed endophthalmitis. The pt underwent vitrectomy and administration of antibiotics. A culture of the vitreous was positive for enteroccocci. Visual acuity (va) prior to implantation of the iol was 20/60, and va following the event is light perception.